Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), update the manufacturer's contact information (see section g1), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Event description:
Additional information was received and it was reported that during patient planning for a transesophageal echocardiography (tee) study, the transducer displayed a usaquisitionhw_40 error messages on the system. A different was used to continue and complete the study. It was not necessary to repeat the procedure because the reported phenomenon occurred during the patient planning stage and patient scanning has not yet started. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation: the root cause of the z6ms error message was investigated. In this case, the system error was reproduced and the root cause was determined to be mmx electrical damage, related to a manufacturing defect.

Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.